Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 11/27, inratio: 2.0(2 days later), lab: 8.0. Caller had bruises on her body when inr=8.0 was received.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 11/27, inratio: 2.0(2 days later), lab: 8.0, mean: 5.0, confidence limits: 2.8-7.2. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. The time interval between tests was >3 hours. Per internal procedure, the comparison was condisered invalid. Caller has bruises on her body. This is adverse event case. Products will be tested when returned.